Event description:
It was reported that the patient turns their implants off from time to time when they get electrolyis hair removal done. Patient said their left implant connected fine to the communicator but since last week their right implant wasn't connecting to the communicator and they could only get the "no device response". Patient said they've always had difficulty charging their right implant battery and said they think it was just because of the way it was implanted in their body but they never had such trouble with getting the communicator to connect to it until last week. During call it was discovered that patient had 2 sets of external equipment, one set for their right implant and one set for their left implant. Both handsets were linked to both implants. During the call agent walked patient through unlinking handsets and then pairing handset for left implant to the left implant. Agent paired handset for right implant to right implant. This resolved the issue. During the call when agent was troubleshooting with patient, agent had patient start a charging session on their right implant. At first when patient tried to enter recharger application the "recharger not found" message came up. After wireless recharger was hard reset, the implant charging information for the right implant appeared. The therapy was on and implant battery level was at 60%. Patient reported they noticed last week, when the patient tries to turn therapy off or back on, it does not work, it says it cannot communicate. Caller said they texted the manufacturing representative this morning and was told to call patient services to have it replaced. Worked with caller to try to use the equipment and caller reported seeing not found communicator, after pressing and holding down the power button for 25-30 seconds, they were successful to connect to the implanted neurostimulator. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history. This included caller said patient regularly turns therapy off and back on when they needs to do laser hair removal or other things and that is where they have problems. Caller was not with the patient at the time of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.